Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to close all applications running in the background. Patient stated having (5) five other devices paired with smart device. Dexcom representative recommended patient remove the devices that they do not use regularly, and patient cleared out all but the dexcom application and one other. Patient stated that they reset the smart device, has new sensor inserted and attempted to pair the devices, which was unsuccessful. No additional patient or event information is available.